Event description:
Pt states that her cadd legacy pump sn (B)(4) (10/30/2018) is not appropriately priming. Pt states that pump will freeze instead of comparing the priming process and she has to restart process several times. No other info is known. The error did not occur while pump was in use and did not cause any injury to pt. Pt was able to successfully switch to back up pump, so she did not experience any lapse in therapy. Pump will be sent back to pharmacy and pharmacy will reship replacement device. Dose or amount: 47 ng/kg/min, frequency: 44 ml/24hr, route: IV. Dates of use: from (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.